Event description:
Boston scientific received information that this patient was admitted into the hospital's emergency room (ER) due to oozing from the incision site. The patient had complaints of dizziness. The patient was transferred to another hospital for system extraction. The patient was presented to the electrophysiology (ep) laboratory. The device and electrode were explanted without difficulty.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.